Event description:
It was reported that a patient underwent an incisional (c-section) hernia repair with mesh in 1998. The patient experienced problems within 24-48 hours after the initial hernia repair surgery. Post-operative symptoms of fever, bleeding and leaking (not directly from incision), fainting, and weakness occurred. The patient was treated with antibiotics and aspiration. These symptoms abated but bowel and bladder symptoms followed over the next twelve years including rectal fistulas, urethral scar tissue, bladder and pelvic floor issues since the surgery. Most recently, a few months ago, redness and abscesses near incision occurred. Currently, the patient is receiving physical therapy for bladder stricture.

Manufacturer narrative:
(B)(4): conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.